Manufacturer narrative:
The subject device was returned to olympus for evaluation. The tissue pad was worn and partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic cholecystectomy using the subject device, the following event occurred. The tissue pad was severely worn. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.